Manufacturer narrative:
Based on the available information the event is deemed serious injury serious as it may require medical/surgical intervention to retrieve missing parts of the dressing. The aquacel ribbon was covered with mepitel; a foam dressing; an surgical pad; then wrapped with gauze. The dressing was on for 4 days. The wound was a diabetic foot ulcer. The patient did not have any damage to the wound upon removal of fibers. The wound was debrided and rinsed with normal saline. From a clinical perspective, a casual relationship between the aquacel antimicrobial hydrofiber dressing rope and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note; the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Reporter states aquacel ribbon seemed to disintegrate in wound and all that was retrievable from the wound were the thread fibers. Thread fibers were also noted on the dressing upon removal.

Manufacturer narrative:
It was discovered on october 09, 2015 that additional information was provided on (B)(6) 2013 saying, twelve months of complaint history data was reviewed for this product icc. Based on the review,there were no further cases registered for this complaint issue with this product icc number within the previous 12 months. Trends will be monitored by the complaints committee. On october 18, 2013 it was noted that, batch record was reviewed and no non-conformities or deviations were identified. No further action required. No additional patient/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. (B)(4).